Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was opened and was showing an estimated longevity time when it had never been used. There was low battery voltage and the elective replacement indicator (eri) showed only a few years remaining. The device was not used and there was no patient involvement.